Manufacturer narrative:
It was reported that the patient has a femoral cyst that could possibly be osteolysis. A revision surgery is planned. Cause of femoral cyst has not been confirmed. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient has a femoral cyst that could possibly be osteolysis. Cause of femoral cyst has not been confirmed. A revision surgery is planned.